Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 445 mg/dl at the time of the event. The customer experienced a slight headache and was very thirsty and was treated with the insulin pump. It was also reported that the customer forgot to completely insert the quick release on the infusion set. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.